Event description:
It was reported that the patient disconnected from the iLet for about a week, remained connected to a Dexcom G7, did not use any backup insulin therapy, and experienced recurrent low glucose readings in the 40s to 50s managed with oral glucose such as candy; the specific device issue and component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included urgent low glucose events and low glucose alerts. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed that there were no findings available and that available information was insufficient to identify a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.